Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that during use of a septostomy catheter, the interventional cardiologist experienced a balloon deflation issue while it was inside the pediatric patient (age unknown). The patient had transposition of the great arteries and balloon septostomy was performed at the bedside using echocardiogram guidance. The physician noted the procedure was otherwise routine and he "would have done one more pullback, but the septum was adequately opened." Troubleshooting included using the stiff end of a "018 wholey wire" in an attempt to perforate the balloon. The balloon was then pulled into the ivc, which the physician thought ¿may have helped compress it some.¿ there was no patient injury or consequence. Patient demographics were requested but not provided.

Manufacturer narrative:
Per the chemistry test results, the crystal materials are silicon, magnesium, chloride, sodium and sulfur. The manufacturing process was verified and only the silicone is used in the manufacturing process, as part of the gate valve assembly process. Silicone is not used in the catheter tip assembly process. The magnesium, chloride, sodium and sulfur are not used in the manufacturing process. There is no evidence of a manufacturing nonconformance. Invasive procedures involve some patient risks. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, venous thrombosis, catheter tip separation, rhythm disturbances, infection, damage of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incident to the use of atrioseptostomy catheters. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. A balloon that does not inflate or deflate would be discovered upon inspection and the catheter can be exchanged with a minimal delay in treatment. The IFU states, ¿test balloon prior to insertion by inflating it once to the maximum recommended volume printed on the proximal catheter body and ¿care must be exercised to avoid damage to the balloon during insertion of the catheter¿. If the balloon deflation difficulty is not discovered prior to use, blood flow could be compromised between the heart chambers. Additionally, the IFU indicates, ¿inflate the balloon with a sterile, blood-compatible fluid that may include nonparticulate, radiopaque solutions only if they are highly diluted. The use of viscous or highly particulate contrast medium is not recommended for balloon inflation as this may occlude the catheter lumen and prevent deflation of the balloon before catheter withdrawal. Caution: air should not be used for inflation in any instance where balloon rupture could produce a dangerous air embolus.¿ the recommended shelf life ¿is marked on each package. Storage beyond recommended time may result in balloon deterioration.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional product evaluation was performed. The proximal winding was removed and the balloon latex was inverted to show the nylon yarn under the balloon latex. An unknown crystal was found filling up the gaps between the braided nylon yarn. The crystal appeared to restrict the inflation lumen. The nylon yarn was removed to show the coil under the yarn. The gap between the coils was measured to be 0.0039 inches, which is within specifications. The unknown crystal has been sent for chemistry analysis and upon completion, a supplemental report will be sent with the investigation results. An engineering evaluation has also been re-initiated to assess for any manufacturing-related processes which could be correlated to the complaint, as per the additional product evaluation findings.

Manufacturer narrative:
Our product evaluation laboratory received one model 830705f catheter. Blood was visible on the balloon windings. The balloon inflated concentric with 3.6cc of air. Balloon deflation was achieved in 2 timed seconds, which was within specification. The balloon again inflated concentric and did not leak, using 1.8cc of water. Balloon deflation was achieved in 55 timed seconds, which was out of specification for balloon deflation time with water. The balloon latex had surface damage and appeared deteriorated. No visible damage or inconsistency was found from the catheter body. The customer report of a balloon deflation issue was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Deflation difficulty with the fogarty catheter can impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.